Event description:
An occlusion balloon catheter was being tested prior to use for a therapeutic procedure to occlude bleeding of the carotid artery. The balloon would not deflate during product testing. The physician decided not to use an occlusion balloon.